Event description:
It was reported that the pulse generator could not be interrogated. On (B)(6) 2014, another attempt to interrogate the device was unsuccessful. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.